Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient reported that the pump had been intermittently powering off for a week, and that on (B)(6) 2012 the pump would not power on at all. The patient stated that he did not experience any adverse blood glucose excursions as a result of the reported power issue. The patient reportedly changed the battery cap two days prior to contacting animas customer support in an attempt to resolve the issue, without success. The patient confirmed that there is no structural damage to the original battery cap, the new battery cap, or the battery compartment, and stated that the battery cap sits securely with no yellow o-ring visible. The patient denied any corrosion in the battery compartment. The patient confirmed that there was no trauma to the pump, and stated that he wears the pump in a leather case in his pants pocket. The patient noted that the pump is exposed to water in the shower/bath, but is not exposed to cleaning products. The patient inserted a new battery again while on the phone with customer support, and the issue remained unresolved.

Manufacturer narrative:
(B)(4): a review of the black box history revealed that there no power issues noted. The rewind, load and prime steps were performed on the pump with no power loss. The pump was exercised for 24 hours on a 1 unit per hour basal program with no power loss. The electrical circuits were inspected with no issues found.